Manufacturer narrative:
E1: event city: (B)(6). Event country: finland name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose due to infusion set was leaking at site event on 06 may2026. The high blood glucose had been high for three to four hours and was treated with insulin via pump. The infusion set had been in use for less than one day.